Event description:
It was reported that the patient was having difficulty charging the implantable pulse generator (ipg) despite cycle charging. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was discarded per facility policy.